Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation with their drg system. Surgical intervention was undertaken on (B)(6) 2025 wherein the physician attempted to implant an additional lead to address the issue, however, due to patient anatomy the lead was unable to be implanted.